Event description:
The customer reported that the system displayed a charger failure error message at boot up. This issue will likely prevent the system from completing boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger circuit board and all related cables were replaced. The system was then found to be operating as intended.